Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 41.3cm distal from the strain relief. The break was kinked at the point of separation. A visual examination revealed that there were kinks along the entire length of the hypotube. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen; therefore, indicating the device had been used in vivo. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. When the 2.5x16mm taxus liberte' drug eluting stent was removed from the package, a shaft kink was noted. A medical technician attempted to straighten the shaft and it fractured into two pieces. The device never entered the pt. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.